Manufacturer narrative:
No product was returned for investigation and no pictures or videos were provided by the customer documenting the reported event. However, the complaint description explicitly describes a filter leak through the pinhole of the filter vent and filter leaks through the vent have been confirmed for other samples from the same lot. Therefore, the reported filter leak was confirmed. A probable cause cannot be determined as the sample was not returned. A manufacturing record review was performed for lot 896175h and the relevant components and no discrepancies, anomalies, or non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
One (1) new lifeshield primary plum set, list number 14009 and lot number 896175h, was received on march 25, 2019 for evaluation. The returned set was leak tested per the product specs and no leaks were observed. The reported filter leak was not confirmed by investigation.

Manufacturer narrative:
A sample is available for investigation. It is yet to be received.

Event description:
The event involved 4 plum administration fotoprotector sets with 0.22 micron filters that during an infusion of taxol, a leak is noticed by the slit or hole of the filter. There was patient involvement; however, no reported adverse event or delay in therapy. This report captures 2 of 4 devices. No additional information is provided.